Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -96.95%. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating the reported issue occurred during testing. Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved delivery accuracy testing and showed the device was within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.